Manufacturer narrative:
There was no malfunction report of the subject device associated to the accidental symptoms. Since the serial number of this device was not informed, olympus medical systems corp. (Omsc) could not confirm the manufacturing history. Although the user facility recognized the events as accidental symptoms in the literature, the exact cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2018, olympus medical systems corp. Received a literature titled ¿the study of short single balloon endoscope (s-sbe) vs single balloon endoscope (sbe) in ercp of postoperative reconstructed intestinal tract cases¿ that was made in public in 95th congress of the (B)(6) gastroenterological endoscopy society on (B)(6) 2018. Accidental symptoms after the procedures of endoscopic retrograde cholangiopancreatography (ercp) of postoperative reconstructed intestinal tract cases using olympus small intestinal videoscope (sif-h290s and sif-q260) were reported in the literature. The literature evaluated the ercp for postoperative reconstructed intestinal tract cases and compared the results of s-sbe with sbe. The target procedures of ercp of postoperative reconstructed intestinal tract cases were carried out between (B)(6) 2012 and (B)(6) 2017, and the number of cases was 115. In the subject procedures, accidental symptoms occurred as follows. S-sbe (sif-h290s): pancreatitis 3 cases, cholangitis 1 case sbe (sif-q260): gastrointestinal perforation 1 case, mucosal laceration 2 cases, pancreatitis 2 cases, cholangitis 1 case. Omsc is submitting 10 medical device reports considering the number of accidental symptoms. This is 7th of 10 reports. (Sbe (sif-q260): mucosal laceration 2nd of 2 reports.)